Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Reactions appeared as reported by the instruments. In-house testing confirmed the reactivity of the k antigen on capture-r ready-screen I and ii, lot x382. Retention product performed as expected. The presence of the k antigen was also confirmed on returned capture-r ready-screen I and ii test wells, lot x382. No sample was returned for investigation.

Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen (I and ii), lot x382, on the galileo.